Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. The setscrew was backed out too far.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was ¿defective.¿ during the procedure, the lead would not fit in the implant. The ins was never implanted and was to be replaced. Reprogramming was also noted. No further information was reported. A follow up report will be sent if additional information is received.